Event description:
The customer contact reported no flow. A primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal needleless valve connector y-site on the primary tubing set for piggyback delivery of an unspecified medication. It was reported that the primary solution container was hung lower than the secondary solution container. After an unspecified length of time, no flow of solution was noted. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delays in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.